Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's friend reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer did not allege for under delivering. Customer declined to check air bubble and leak. Customer stated that the button were difficult to press and unresponsive. Customer stated that the insulin pump had motor error alarm. Customer was able to complete rewind. Insulin pump passed displacement test. Customer stated that the insulin pump had no delivery alarms. Customer was assisted with troubleshoot and insulin pump did not alarm no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2 or lcd keypad connector during visual inspection noted. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).